Event description:
Journal reference: velanovich v. Quality of life and symptomatic response to gastric neurostimulation for gastroparesis. J gastrointest surg (2008) 12:1656-1663. Gastric neurostimulation has been developed as an adjunctive treatment for patients with diabetic and idiopathic gastroparesis unresponsive to pharmacologic and dietary treatment. The purpose of this study is to report symptomatic and quality-of-life response to gastric neurostimulation. Between 2004 and 2008, patients underwent placement of the enterra gastric neurostimulation. Reportable event: of the 11 nonresponders, five have had the device removed. Two at the time of total gastrectomy, one at the time of feeding tube placement, one patient with diffuse autonomic nervous system dysfunction who would require magnetic resonance imaging exams for assessment and management of her disease, and one because of pain at the site. See mfg report # 2182207200806972.